Event description:
According to the reporter, the knife did not go through and stopped the reload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.